Event description:
Potential for injury associated with a grinding noise coming from the wheels on an mvp custom manual wheelchair. This noise is caused by damaged bearings that could cause the chair to become unstable and pose a safety hazard for the user.